Event description:
It was reported that a patient presented in the clinic for follow up after receiving inappropriate high voltage therapy due to noise. The patient was admitted to the hospital with therapies disabled. Lead testing did not reproduce any noise. External emi was suspected as the source of noise. The therapies were enabled after lead testing was negative for noise. It was later reported that the lead was explanted and replaced.